Manufacturer narrative:
H3: product analysis: product ID # 5484336; lot# kh20g128 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif (transfora minal lumbar interbody fusion) procedure to remove and replace previous hardware at spinal levels t10-s2, with pre-operative diagnoses of infection and stenosis it was reported that the tip of a breakoff driver instrument broke off inside the set cap. The tip of the breakoff driver remained inside the set screw. Final tightening was achieved using a different tool. It was confirmed that a fragment of the instrument remained in the patient. The product was utilized according to the instructions for use. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.